Event description:
It was reported that the patient presented for follow-up in clinic with the history of noise oversensing in the right atrial (ra) lead resulting in inappropriate mode switch (ams). Upon device interrogation, it was noted that the ra lead continued to exhibit noise and the right ventricular lead (rv) lead also showed low pacing impedance. The ra and the rv leads were explanted on (B)(6) 2025. The patient was in stable condition.

Manufacturer narrative:
The reported event of noise was confirmed. As received, a partial lead was returned in two pieces. Final analysis found an external insulation abrasion breaching the outer insulation and exposing the outer coil at the proximal region of the lead. The cause of the reported event of noise was due to the exposure of the outer coil in the abrasion zone consistent with friction to the device can. No other anomalies were found.